Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of blade damage to be related to the customer reported complaint. The blade broke at roughly 0.556¿ from the base and the broken piece was not returned. The reported complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation is in progress to determine the cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument tip broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument tip was broken while dissecting the liver. A backup instrument of same kind was used to continue the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage observed. When the customer used the instrument to dissect the liver, the instrument tip broke off and fell into the patient's cavity. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. There was no observed intraoperative collision or misuse involving the instrument. The patient had no injury as result of the event.